Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), menorrhagia ('menorrhagia.') And pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included uterine bleeding, dizziness, fainting, ovarian cyst, grand multiparity, multigravida and pelvic adhesions. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) from 1998 to 2001. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), furuncle ("skin boils"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), irritable bowel syndrome ("ibs") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), postoperative wound infection ("open wound from hysterectomy/surgical site infection"), post procedural haemorrhage ("drainage"), pyrexia ("fever"), menstrual disorder ("passage of large clot") and abdominal pain ("abdominal pain") and was found to have white blood cell count increased ("increased wbc"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced infection ("infection w/ IV antibiotics") and abscess ("abscess"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, menorrhagia, pelvic pain, infection, abscess, mood swings, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, postoperative wound infection, post procedural haemorrhage, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia, white blood cell count increased, pyrexia, menstrual disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abscess, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, headache, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic abscess, pelvic pain, post procedural haemorrhage, postoperative wound infection, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: there was a lot of scar tissue and the procedure took longer than normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 69.1 kg/sqm. Mammogram - on an unknown date: mass noted in left breast, stable over last 2 years.. Ultrasound scan vagina - on an unknown date: essure coils identified. Lot number: b76536 production date 2013-10-09 expiration date 2016-10-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc (product technical complaint) we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), menorrhagia ('menorrhagia.') And pelvic pain ('chronic pelvic pain') in a 36-year-old female patient who had essure (batch no. B76536) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test.". The patient's medical history included uterine bleeding, dizziness, fainting, ovarian cyst, grand multiparity, multigravida and pelvic adhesions. Previously administered products included for an unreported indication: ibuprofen. Concomitant products included medroxyprogesterone acetate (depo provera) from 1998 to 2001. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), vaginal haemorrhage ("abnormal vaginal bleeding"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). In (B)(6) 2019, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), furuncle ("skin boils"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary changes"), migraine ("migraines"), headache ("headache"), nausea ("nausea"), irritable bowel syndrome ("ibs") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). On (B)(6) 2019, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), postoperative wound infection ("open wound from hysterectomy/surgical site infection"), post procedural haemorrhage ("drainage"), pyrexia ("fever"), menstrual disorder ("passage of large clot") and abdominal pain ("abdominal pain") and was found to have white blood cell count increased ("increased wbc"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced infection ("infection w/ IV antibiotics") and abscess ("abscess"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, menorrhagia, pelvic pain, infection, abscess, mood swings, vaginal haemorrhage, urinary tract infection, cystitis, female sexual dysfunction, postoperative wound infection, post procedural haemorrhage, furuncle, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, irritable bowel syndrome, alopecia, white blood cell count increased, pyrexia, menstrual disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, abscess, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, furuncle, headache, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic abscess, pelvic pain, post procedural haemorrhage, postoperative wound infection, pyrexia, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and white blood cell count increased to be related to essure. The reporter commented: there was a lot of scar tissue and the procedure took longer than normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 69.1 kg/sqm. Mammogram - on an unknown date: mass noted in left breast, stable over last 2 years.. Ultrasound scan vagina - on an unknown date: essure coils identified. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received: reporter , lot number added, "previously reported event medical device removal replaced with chronic pelvic pain". Event menorrhagia made medically significant and intervention required due to surgery. Event: mood swings,abnormal vaginal bleeding , utis and bladder infections, apareunia, surgical site infection, drainage, boils, bladder problems ,urinary problems migraines, headaches, nausea, dental problems, dysmenorrhea dyspareunia ,vaginal discharge, fatigue, weight gain ibs, pelvic abscess, increased wbc, fever, abdominal pain, passage of large clots,hair loss and monitoring procedure not performed added, concomitant drug, medical history, historical drug and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria hospitalization and intervention required) and experienced infection ("infection w/ IV antibiotics") and abscess ("abscess"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, infection and abscess outcome was unknown. The reporter considered abscess, infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : case became serious incident. Previously reported event ¿injury nos¿ replaced with medical device removal. New events added: infection w/ IV antibiotics, abscess and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.